Event description:
Information was received indicating that a filtration problem occurred to a smiths medical deltec® port-a-cath® proport. It was decided to not use the port for chemotherapy administration and the port was then explanted. Upon explant of the port, it reported that the base of the reservoir had detached causing serum extravasation. The patient required surgical intervention and had a new port placed. No further adverse effects were reported.

Manufacturer narrative:
Device evaluation: two (2) photos of a smiths medical deltec port-a-cath proport were received as well as one (1) smiths medical deltec port-a-cath proport returned for analysis in used condition inside a plastic bag. Visual inspection showed the insert was loose and could be removed from the housing, the septum was collocated in the right position but did not exceed the surface of the housing. Testing was conducted comparing three (3) ports that were pre-heated and then welded and three (3) ports that were not pre-heated and then welded. For each mode, one (1) each was pre-assembled with only hands and a leak test was performed. It was found that the sample that was not pre-heated failed. The investigation determined the most probable, but unconfirmed, sources of the reported issue to be deficiency of knowledge/process control on the ultrasonic machine and the operator did not detect that the port was not welded. Based on evidence and investigation, the complaint allegation was confirmed. Training was subsequently conducted to reinforce welding operation.